Event description:
It was reported that the "reduction of the inverted prosthesis dislocation by external manoeuvre without any difficulty. Clinical control of mobility. Scopic control of the reduction. Dislocation of prosthesis by tinkering and forcing." The patient underwent a surgery to remove the implants.

Manufacturer narrative:
Correction:: d1, d4 part, lot. The reported event could not be confirmed since the devices were not returned for evaluation and no other visible evidences, from the x-rays provided for investigation, could confirm the shoulder dislocation. A device inspection was not possible since the affected devices were not returned. Since data were provided, the opinion of a medical expert was sought and stated as following: "the case describes instability of the index-implant with wear of the anterior and posterior sides of the pe-inlay, that was according to the intraoperative report, rotated 180 degrees. The surgeon suggested a relationship with parkinson¿s disease. The issue was resolved by exchange of the inlay/tray and glenosphere, in order to provide more soft tissue tension. In conclusion, with the information applicable, it seems plausible that this event is a patient related issue (¿) the failure mode could not be confirmed from the x-rays that are available. There are no clear signs of inlay rotation in the x-rays. This can only be assessed indirectly, since polyethylene is not visible on x-rays most of the time. No x-rays were taken when the dislocation was present¿. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information (as patient conditions, devices, pre-revision x-rays/images, batch numbers of the implants ...) About the complaint event must be available in order to determine the exact root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the "reduction of the inverted prosthesis dislocation by external manoeuvre without any difficulty. Clinical control of mobility. Scopic control of the reduction. Dislocation of prosthesis by tinkering and forcing." The patient underwent a surgery to remove the implants.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device not available.